Event description:
In 1996, the patient experienced severe aortic stenosis, biventricular dysfunction, and moderate mitral and severe tricuspid regurgitation. The patient was monitored and was able to function well for the next several years. In 1999, the above-mentioned valve was implanted due to critical aortic stenosis. In march 2003, the patient began to experience shortness of breath and their condition gradually deteriorated. In september 2000 testing confirmed a large paravalvular leak and significant paravalvular aortic regurgitation. It was felt that repeat surgery was required, however, the patient's condition worsened and the patient expired about two weeks later. The autopsy report indicated the valve appeared to be intact and there was evidence of "some space in the paravalvular area and paravalvular regurgitation that likely occurred." The cause of death was massive congestive heart failure.